Manufacturer narrative:
The device was forwarded to an independent test laboratory for microbiological testing. Bioburden testing revealed no growth. The device was forwarded to olympus for evaluation. Our investigation found the switch cover and electrical connector were partially disassembled. The instrument channel was examined using a borescope, and unidentified white plastic object was found inside the instrument channel which was subsequently removed. There were kinks in the instrument channel noted below the location where the foreign object was found. Additionally, a white residue was observed inside the suction cylinder and at the junction between the biopsy port and instrument channel. Long scrape and shear marks were found in the instrument channel below the channel mount. The device failed the leak testing due to a cut on the insertion tube below the boot. The upward and downward lever knob was stuck in neutral position due to hardened molykote on the bending section mesh. As part of the investigation to this report, an olympus endoscopy support specialist visited the user facility and provided in-service and training on how to reprocess the device. Based upon the information provided and the results of this investigation, the most likely cause of the reported event is due to improper maintenance of the device.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each patient involved in this event. Olympus was informed that the bronchial washing samples from eight out of ten patients were growing acid-fast bacilli (afb) from fungal culture. All ten patients were examined using the same bronchoscope. No further information was provided. Please cross reference MFR. Report numbers: 2951238-2016-00161, 2951238-2016-00162, 2951238-2016-00164, 2951238-2016-00165, 2951238-2016-00166 and 2951238-2016-00167 to account for the eight patients as referenced in the original report. The following report will be supplemented to cross reference the seven associated complaints: 8010047-2010-00057.